Manufacturer narrative:
Product is scheduled to be returned but have not been received in by manufacturing at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported the patient was able to pull the strap completely from the buckle and release them self from the belt. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Despite multiple attempts, the product was not returned. Without the return of the device, the reported issue could not be confirmed. A review of the historical complaint database showed no other reported issue similar to failure described. The instructions for use was reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states to check that alarm is on and working properly each time before leaving patient unattended. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file #2019-00123.

Event description:
Supplemental required for additional information.